Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system would not boot up. After reviewing log file fse found there was an error of malfunctioning flex viewing-pc. Upon troubleshooting fse found that problem was related to the flex vision pc software. To resolve the issue fse replaced the flex vision pc. After the replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.